Event description:
It was reported that a stroke occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure went as planed the closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported. The next day the patient was assisted out of bed by the nurses and the patient had left sided paralysis. A stroke alert was initiated and a cat scan showed an embolic infarct. The patient was put on heparin. The device was still positioned well as there were no changes to the seal of it. There was no thrombus that was visualized. The patient has recovered some mobility on the affected side of their body and has since been discharged to rehabilitation.